Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called in to technical support and reported that a 2008t hemodialysis (hd) machine had an ultrafiltration (uf) issue. The uf did not start at the beginning of treatment. The issue was noted three (3) hours into a (4) hour treatment. The treatment was paused and uf started to the remaining hour of treatment. The patient was not able to reach their target uf removal goal. The uf removed was 1488 milliliters (ml) and the treatment uf goal was 3500 ml. The patient's post treatment condition was noted as being fine. There was no harm or medical intervention as a result of this event. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. The biomedical technician was unable to duplicate the issue. The machine passed all functional checks. The unit has been returned to service at the user facility without a recurrence of the event as reported.